Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of a cracked luer hub was able to be confirmed by the photos; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The customer report of a cracked luer hub was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: (B)(6) 2023, the luer hub was found cracked , during used on the patient. No reported patient harm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported: 27 may 2023, the luer hub was found cracked , during used on the patient. No reported patient harm.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The images show a crack on the venous luer hub of the connector assembly. The customer also returned multiple components of a hemodialysis kit. Signs of use in the form of biological material were observed. Visual analysis revealed that both venous and arterial luer hubs contained a crack on the threads. Microscopic examination confirmed the damage and revealed scratches on the threads. The appearance of this damage is consistent with over-tightening on the hubs. A lab inventory syringe filled with water was attached to the extension lines and flushed. When flushing the both lines, water was observed leaking out of the crack on the threads. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user , "repeated over tightening of bloodlines , syringes and caps will reduce connector life and could lead to potential connector failure". The report of a cracked luer hub was confirmed through complaint investigation. Visual analysis revealed that the arterial and venous luer hubs contained a crack on the threads. The appearance of the damage is consistent with overtightening or repeated tightening of the hubs. Functional testing revealed that water leaked from the cracks when flushing. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported: on (B)(6) 2023, the luer hub was found cracked , during used on the patient. No reported patient harm.